Manufacturer narrative:
A1: patient identifier: requested, not provided due to alberta privacy regulations and ahs privacy policies. A2: age & date of birth: requested, not provided due to alberta privacy regulations and ahs privacy policies. A3a: sex: requested, not provided due to alberta privacy regulations and ahs privacy policies. A4: weight: requested, not provided due to alberta privacy regulations and ahs privacy policies. A5: ethnicity: requested, not provided due to alberta privacy regulations and ahs privacy policies. A6: race: requested, not provided due to alberta privacy regulations and ahs privacy policies. D4: catalog number: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot combination. D4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E3: occupation: unknown. H4: device manufacture date: unknown due to unknown catalog and lot combination. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The tr band emptied the air prior to removal. Immediately upon removal, a small hematoma noted at puncture site. Pressure was held for approximately 10-15 minutes. The patient stated that his radial site was painful since. Unexpected or prolonged care was unknown. The level of effect was minimal harm. The procedure was a tr band post angioplasty and was not invasive. Additional information was received on 07nov2025: the hematoma was an area of 3x3 of firmness proximal to the band site. No over leaking was noted from the tr band.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).